Manufacturer narrative:
We have now concluded our investigation into the reported complaint. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. A complaint history review, was performed for the product and event description, there have been similar instances reported in the past three years. Event occurred during patient treatment. The device intended for use in treatment was not returned for evaluation, therefore no functional evaluation could not be carried out. The medical review could not establish a link between the product and harm within this complaint and therefore additional rmr is not required. It has therefore not been possible to establish the root cause of the issue or to establish a relationship between the reported event and the device. Users of the iv3000 are advised to consult the instructions for use, to delineate future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device. The user risk assessment for the device provides details of possible sensitisation reactions and irritation or irritants contact dermatitis, as possible harms caused by toxicology of the materials used in the dressing. The investigation has been closed no further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that, during an infusion treatment with one iv3000 1 hand 10x12cm ctn 50, the patient experienced redness and blisters on the place where the dressing was placed. This adverse event was treated by using an alternative dressing (water gel dressing) and the use of mupirocin ointment. Current health status of patient is unknown.